Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4).

Event description:
Additional information received from reporting healthcare professional: prior to injection patient was pretreated with lmx 4 and then injected to the sub malar region and cheeks with juvéderm® voluma¿ with lidocaine as well as concomitant injection to the nasolabial fold and marionette lines with juvéderm® volift¿ with lidocaine. Large nodules developed "at site of injection." Patient was injected with hyaluronidase and symptoms were noted as ongoing at the time of report.

Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information received from reporting healthcare professional: symptoms have resolved with hyalase.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of lumps as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: "indurations or nodules at the injection area."

Event description:
Healthcare professional reports patient was injected to the cheeks with juvederm voluma as well as concomitant injection to the nasolabial folds and marionettes with juvederm volift with lidocaine. Approximately 6 months later patient developed "lumps" in the nasolabil fold and marionettes. No noted medical or surgical intervention. Symptoms are ongoing.